Event description:
A fasting blood glucose test was performed on a pt at 4:40 pm. The device result was 450mg/dl. A lab was done with a result of 249 mg/dl 25 minutes between tests. The next day the pt blood glucose was taken again the device result was 352 mg/dl and the lab test was 200 mg/dl. 5 minutes between tests. The dne coordinator stated the controls have always been in range, it is unk if controls were used at the time of this event. A request was made for the return of the suspect device and replacement product was sent.